Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was isolated to the cable connecting the distribution node (dn) to the rear therapy electrodes being pulled from the strain relief, causing the pulse wire to become detached from the trunk cable pulse wire. The root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged belt.